Event description:
The france customer reported staining alteration on most slides. The field service engineer (fse) inspected the instrument and found that the liquid detection values were not constant. The liquid sensor board and the aspiration and dispense check valve were replaced which resolved this malfunction. The customer already repeated their slides on another instrument. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. A1-a6: patient information has not been provided by the user.